Event description:
It was reported, the pt stopped using and charging her system for over seven months. As a result the ipg is depleted. Surgical intervention will be taken to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.